Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6), 2011. According to the complainant, post-procedure, the patient experienced erosion, extrusion of the mesh, causing severe persistent pain, nerve damage, and weight gain. The patient also reported a loss of sexual function and the ability to perform household functions.all other information is unknown and unavailable.